Event description:
The pt was seen in routine follow-up to evaluate his device status & it was found that the aborted shock count had been advanced. After normal evaluation of pt's defibrillator, the defibrillator was found to be functioning properly. The pt's lead were replaced & this lead was found to be oversensing causing the aborted shock count to increase. The attached sheet demonstrates the increased noise on electrocardiogram with maneuvers. It is suspected that the lead may have malfunctioned & has been returned to the co for evaluation.